Event description:
Reporter indicated via clinic notes received through the manufacturer that a vns patient had been experiencing sleep apnea since 2001. The patient was implanted with vns in 1999. Attempts for further information are in progress.

Event description:
Reporter indicated the patient's sleep apnea is not believed to be related to the vns device.